Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy on (B)(6) 2013 at 21:29:47. During night drain cycle eight, the patient's ultrafiltration reading was 2408 ml, indicating the home patient (hp) drained 1808 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The report of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an iipv situation". Should additional relevant information become available, a supplemental report will be submitted.